Event description:
It was reported that, during the surgery, the product was examined and the inner sterile packaging was opened. As reported, the surgery was delayed for 15 minutes and the doctor performed the surgery using spare bone cement. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). G3 - report source, foreign - event occurred in china. This is a combination product. This follow-up report is being submitted to relay corrected information. Pictures have been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged and that cement powder leaked outside the inner pouch. The packaging of the involved product was returned and lab analysis was performed. The analysis has shown that the inner pouch sealing is damaged. The reported event was confirmed. The lot number of the involved product was corrected in the complaint record - i.e. A925ca2503 instead of 920aaa0806 - in accordance with the lot observed on the received and analyzed inner cement pouch. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign - event occurred in (B)(6). Pictures have been received. The reported event was confirmed as it can be seen that the inner cement pouch sealing is damaged and that cement powder leaked outside the inner pouch. The product analysis can't be performed as the product was not returned. The complaint is related to a well-known event, previously evaluated and investigated. No further investigation is required as per 21 cfr part 820.198 complaint files §(b) and (c). Investigation results concluded that the reported event was due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. A summary of the investigation was sent to the complainant conveying zimmer biomet conclusions. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that, during the surgery, the product was examined and the inner sterile packaging was opened. As reported, the surgery was delayed for 15 minutes and the doctor performed the surgery using spare bone cement. No adverse event has been reported as a result of the malfunction.